Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information indicated that fluoroscopy was done and it was confirmed that the lead did not move. This lead was explanted and replaced. No additional adverse patient effects were reported.